Manufacturer narrative:
Returned for evaluation was an evlt/pvak fiber. A visual inspection of the fiber noted no obvious defects. A physical exam of the fiber shaft was performed or cracks/surface damage. A crack is felt near the tip (6 cm). The od at the site of the crack is .0200". Functional testing of the fiber was performed. The fiber was connected to laser unit and the beam intensity was set at 3. The beam shape is clean and bright. The shaft was inspected for any beam offshoots that would indicate a fracture. An offshoot is noted 6 cm from the tip. The customers reported complaint of a fractured fiber is confirmed. Angiodynamics' supplier of the device was notified of the event. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured/cracked prior to packaging. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. However, it does not appear to be manufacturing related. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. The directions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported (B)(6) 2017: at the start of the evlt procedure, the treating physician noticed that the fiber had been compromised about 2" back from the end of the fiber. When he turned the laser on prior to inserting the laser into the tre-sheath, he noticed that a section of the laser fiber shaft emitted a light. When he ran his finger over the area he could feel and imperfection. There was still light coming through the tip of the fiber but as a precaution the device was set aside. A new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.